Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Event description: per cnf, it was reported that: event; the product was unable to cross. Was there any abnormality in appearance before use? None where was it unable to cross (lesion, sheath, inside the guiding catheter, etc.) It was inside the guiding catheter. Presence of shaping; none physician comments: patient outcome: no patient injury infected: unknown generator/controller: unknown ablation catheter used: unknown other used: unknown event date: 2025-5-26. As reported device codes: 1296: difficult to cross lesion. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Type of procedure: pulmonary vein isolation.

Event description:
Event description: per cnf, it was reported that: event; the product was unable to cross. Was there any abnormality in appearance before use? None where was it unable to cross (lesion, sheath, inside the guiding catheter, etc.) It was inside the guiding catheter. Presence of shaping; none physician comments: patient outcome: no patient injury infected: unknown generator/controller: unknown ablation catheter used: unknown other used: unknown event date: 2025-5-26. As reported device codes: 1296: difficult to cross lesion. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Type of procedure: pulmonary vein isolation.

Manufacturer narrative:
A visual and tactile examination of the returned used guide wire was completed, and the following features were observed: microscopic examination of the returned guidewire distal and proximal welds did not reveal any anomalies. The distal and proximal joint were intact when fingerpull test was performed. No damage was present on the returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. The root cause is unconfirmed: no problem detected. The classification as reported is "functional: advancing issue" however upon inspection the classification as analysed is "no product defect: no product defect". Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.